Event description:
According to the reporter, in a totally laparoscopic distal gastrectomy (tldg), after firing during stomach transection, the surgeon was not able to open the jaw. The device locked on tissue. The nurse used the manual retraction tool to open the jaws. The reload was still attached to the adapter and was not able to be removed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)) sigadaptstn.d, sig power sigadaptstnd linear adapter (sn:(B)(6)) h3 evaluation summary: medtronic conducted an investigation based upon all information received.- the device was not returned, but a photo was available for evaluation. Visual inspection noted one reload attached to a device. The proximal end of the adapter was not visible in the image. The proximal end of the reload could not be seen. The jaws were not visible in the image. It was reported that the jaws will not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was received attached to an adapter. The reload was fully fired, and the jaws were open. Functionally, the reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The adapter had to be opened up to remove the reload. It was reported that the device locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulated out of range. Visual inspection noted that the blowout plate was slightly deformed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Another unreported condition was identified: damaged lugs. Functionally, once the reload was disconnected from the adapter, it was noted that the reload's adapter lugs were damaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the endo gia¿ ultra universal stapler enables articulation up to 45° in either direction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.